Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51mg/dl. Reportedly, the customer's healthcare provider is in the process of adjusting the customer's settings on their pump. Fast acting carbohydrates were consumed to address the bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.